Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy to address bg level. There was no reported adverse impact to the customer¿s blood glucose level.